Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow accuracy testing. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to infuse. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.